Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high defibrillation impedance. A chest x-ray was done prior to the procedure but did not show any visible lead damage. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.